Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump calculated the incorrect bolus amount. There was no reported adverse impact to the customer's blood glucose level. The customer declined to troubleshoot the issue.